Event description:
The customer reported the battery connection is loose, when the batteries are placed in the alarm the customer must move the batteries for the alarm to power up. The customer reported that this was found during use; however, the customer could not provide the date when discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned product confirmed the reported issue. Unit did not power up initially when using customer's batteries. Once the batteries were moved, the unit power up. Moving the batteries turns the unit on and off intermittently. The flat battery contacts are corroded due to battery leakage. There is battery leakage residue around the aqualert water indicator label and the label shows moisture exposure. Note: the instructions for use state: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).